Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during the sleeve gastrectomy procedure, the device did not fire even though its handle can be squeezed and its green button was pressed. A new stapler was used to complete the case. There was no patient injury.